Manufacturer narrative:
The device is available for evaluation; however, the device has not yet been received.

Event description:
The event involved a plum 360 where it was reported the device failed delivery test. There was no patient involvement, no human harm and no delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation on 9/15/2025 and the reported condition was unable to be confirmed via 3 delivery tests. A 12-month service history was performed which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.